Event description:
It was reported that the patient has expired after an implant duration of approximately zero days. Through follow-up with the health-care provider, a copy of the operative report was received; however, the cause of death remains unknown.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), only a copy of the operative report was received. The device history record (DHR) review has been completed, and there was no nonconformance found related to this event.